Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was observed to be depleting rapidly. Customer's blood glucose level was not impacted by this issue. Reportedly, the customer reverted to manual injections for insulin therapy.